Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to treat a choledocholithiasis during an endoscopic ultrasound (eus) esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the physician deployed the first flange of the axios stent; however, it did not fully expand. Catheter actuations were performed in an attempt to resolve the issue, but despite successful deployment of the stent, the expansion issue persisted. Subsequently, an agile fully covered stent was placed inside the axios using a stent-in-stent approach to provide anchoring and reduce the risk of migration in a critically ill patient with complex anatomy. Therefore, both the initial and additional stents remain implanted. The procedure was successfully completed using the stent-in-stent approach. Aside from the reported prolonged procedure, there were no patient complications reported as a result of this event. The patient is expected to fully recover. Note: it was reported that the axios stent was intended to be implanted in the common bile duct to treat a choledocholithiasis during an endoscopic ultrasound (eus) esophagogastroduodenoscopy (egd). However, according to the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be implanted in the common bile duct to treat a choledocholithiasis during an endoscopic ultrasound (eus) esophagogastroduodenoscopy (egd).

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f14 captures the reportable event of prolonged procedure. Imdrf impact code f2301 captures the reportable event of additional device required.